Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio replaced the battery connector pins as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently powering itself off. There was no report that this power issue had occurred during any patient use.